Manufacturer narrative:
It was reported that the hls cable showed incorrect pressure reading. The failure occurred during the final testing of the preventive maintenance. The device caused the complaint and was not able to work as per factory's specifications. A getinge field service technician (fst) was sent for investigation and repair on 2023-05-04. The connection cable for disposables was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst, some of the hls cable pins were dark. The provided pictures were sent to getinge life cycle engineering (lce) for investigation and a similar root cause could be identified. A similar issue was already investigated by the lce on (B)(6) 2021. Deposit was detected on the cable socket during visual inspection. The most probable root cause was determined as wetting of the socket plane of the plug with salt-containing liquids (priming). According to the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The review of the non-conformities has been performed on (B)(6) 2023 for the period of 2017-09-07 to 2023-05-04. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-09-07. Based on the results the reported failure "hls cable showed incorrect readings" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the hls cable is showing incorrect readings. No harm to any person has been reported. Complaint ID: (B)(4).